Event description:
It was reported to philips that the system would not boot up. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and obtained information that the customer confirmed that when they initially turned on the system, the system did not complete the boot-up process. Turning the system off took approximately 10 minutes. Upon powering the system back on, the system booted up fully and appeared to be functioning normally. Upon troubleshooting, the fse analyzed the log and found no issues. The system was powered on and off multiple times, consistently powering on in under 6 minutes, with an average startup time of 4.5 minutes from pressing the power button. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.